Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported she had some retention, but was voiding normally at the time of the call. It was noted the trial began on (B)(6). It was noted there were no adjustments made. The indication for use is unknown.